Event description:
Event description guidant received information that this implantable pacemaker (ipm) displayed conflicting battery status information. The battery voltage indicated 'good,' but an ert (elective replacement indicator) repeatedly displayed.